Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: 2013-(B)(6), explanted: 2013-(B)(6), (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40 lot# va0cuwt, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. The manufacturing (B)(4). Additional review indicates the correct manufacturing (B)(4).

Event description:
It was further stated that "last few infections have been at burr hole site as well as pocket," but it was unknown what event this pertained to. The information was also reported in manufacturer's reports #3004209178-2013-21565, 3004209178-2013-20039, and 30042091 78-2013-21568.

Event description:
Additional information received reported that there was an infection. It was noted that manufacturer representative was alerted of a potential infection they believed to be near the burr hole cap. It was noted that the patient wouldsee the health care professional (hcp) and it was possible an explant would occur. Additional information received reported that the system was explanted on 2013-(B)(6). It was noted that the infection seemed to be near the burr hole.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that perioperative antibiotics had been administered, both IV and orally. It was stated that the patient did not have meningitis. It was reported that the patient had drainage symptoms in association with the infection. It was reported that a culture was obtained. It was reported that the total device system was explanted. It was reported that the infection was resolved at the time of this report.